Event description:
It was reported that when checking the product before use, a black dot was found at the tip of the foley catheter balloon. The customer thought it was a foreign object and did not use it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when checking the product before use, a black dot was found at the tip of the foley catheter balloon. The customer thought it was a foreign object and did not use it.

Event description:
It was reported that when checking the product before use, a black dot was found at the tip of the foley catheter balloon. The customer thought it was a foreign object and did not use it.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo: received five (5) photo samples. All photo samples showcase an overview of an all-silicone foley catheter and its packaging. Visual: received one (1) used all-silicone foley catheter with syringe without original packaging. Visual inspection of the sample noted 1 specs of foreign material on the tip of the catheter. A labeling review is not required because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Correction: d,e,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.